Event description:
Disposable renew super atraumatic grabber tip broke into two pieces inside the patient's abdomen. The broken grasper caused retraction of bowel to be lost due to inability to grasp. One small piece of grasper fell freely into patient's abdomen. The piece was retrieved by the surgeon with use of laparoscope guidance and new grasper.